Manufacturer narrative:
An event regarding squeaking involving a trident alumina insert was reported. The event was not confirmed. Device evaluation not performed as no device was returned. Medical evaluation not performed as no medical records were provided. Device history review. A device history review confirmed all devices accepted into finished goods conformed to specification. Complaint history review. A complaint history review confirmed other similar events for the reported lot. Reported event. The exact cause of the event could not be determined because of a lack of information. Further information such as the reported device, medical records, and x-rays are needed to complete the investigation for determining the root cause. No further investigation is required at this time.

Event description:
It was reported that there was a revision of a left ceramic liner and head due to squeaking. The accolade stem stayed implanted.

Event description:
It was reported that there was a revision of a left ceramic liner and head due to squeaking. The accolade stem stayed implanted.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Device not returned.